Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. On day 2 of support, the patient¿s impella access site was noted to be oozing and the pump was reported to have suction alarms. The patient was transfused with two units of packed red blood cells and the dressing was changed at the impella access site. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Visual inspection found no issues on the pump. Major bleed: the cause of major bleed was most likely use related since bleeding resolved with dressing change and angle matching. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. D9 has been updated to reflect product was returned for investigation. H6 type of investigation, investigation findings, and investigation conclusions codes and h11 have been updated to reflect product was returned and investigation is underway. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.